Event description:
It was reported that the physician's handheld was freezing. A new programming tablet was provided to the physician. The handheld was received for analysis. Analysis is underway, but has not been completed to date. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
Product analysis was completed for the handheld device on 04/09/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 04/09/2015. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.